Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported event (subject device was knocked out for 2 hours after a fluid spill) was unable to be duplicated during the device evaluation. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a non-olympus lamp life meter was reading below 50 hours, light output measured within range and corrosion inside scope socket tubing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that an evis exera iii xenon light source (subject device) was knocked out for 2 hours after a fluid spill. The reported phenomenon occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. An error message appeared, and an attempt to replace only the lamp in the subject device failed. The subject device interrupted non-olympus software function, and both the subject device and software (with limited functionality) resumed functionality after the reported two hours to finish the case/procedure. There were no reports of patient harm associated with this event, and a processor and the subject device were replaced after the case.